Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, and the lead was damaged at implant.

Event description:
It was reported that the right atrial (ra) lead was oversensing. The ra lead was capped. A replacement ra lead dislodged and the helix stopped retracting after multiple attempts. Another lead was implanted. No patient complications have been reported as a result of this event.